Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 22 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Could not conduct further troubleshooting as there were no supplies at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.